Manufacturer narrative:
The report of a tcmid:09 (ce temp error) error message was unable to be reproduced during functional testing performed onsite and was unable to be confirmed during event log review of the thermogard xp ivtm console (sn (B)(4)). The thermogard console is a reusable device and was manufactured on 06 dec 2012, and has exceeded its expected service life of three years. No functional issue was observed upon evaluation of the console. Visual inspection of the console found physical damages that were unrelated to the reported event. After replacement of the damaged components, the console was further tested, functioned as intended and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that the thermogard console (sn (B)(4)) displayed a tcmid:09 (ce temp error) error message during start-up. No troubleshooting was performed. The user informed zoll's technical service representative of the issue and was advised to place the console out of service. The console was not used on a patient. No further information was provided.